Event description:
Customer stated when it stayed hot when not on. We didn't report it until we got the pad back due to the fact the consumer was confused on how the switch and pad worked.

Manufacturer narrative:
It was reported that the unit turned "on" after plugging it in. Our investigation revealed a defect in the power control. We will follow up with our supplier to determine the cause of this malfunction.